Manufacturer narrative:
H.3. Device return to manuf.: no h.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 382533 batch no.: 9289080 it was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was no cap protector on the product and it has a 3" needle on it instead of a 1". The following information was provided by the initial reporter: "there was no cap protector on the product and it has a 3" needle on it instead of a 1""

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 382533, batch no.: 9289080. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was no cap protector on the product and it has a 3" needle on it instead of a 1". The following information was provided by the initial reporter: "there was no cap protector on the product and it has a 3" needle on it instead of a 1"."